Event description:
Healthcare professional reported, rupture. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch #2. Aware date should have been listed as 11/jul/2024.

Event description:
Healthcare professional reported "side rupture¿. Healthcare professional later reported "breast cancer" which is not device related. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6

Event description:
Healthcare professional reported "side rupture¿. Healthcare professional later reported "breast cancer" which is not device related. This record is for the right side. Device has been explanted.